Manufacturer narrative:
Result: timing link, rivit.

Event description:
It was reported by service report that the brakes are not holding. It is unknown if there was patient involvement or adverse consequences occurred.